Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/24/2014 with the following findings: the keypad was found to be cut and torn between the down arrow and contrast button. During testing, the contrast keypad button was found to be unresponsive which has no effect on insulin delivery function. All other keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under all key contacts. Evaluation also revealed that the battery compartment was cracked below the bumper pad. Additionally, evaluation revealed that the display was dim and discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. Investigation also revealed that the battery compartment was cracked. Additionally, investigation revealed that there was contamination under all key contacts. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/24/2014.